Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a crack at the fiber/cap fusion zone; the fiber is broken within the outer flow tubing at open end; the fiber was tested with hene laser fixture, aim beam was visible at fiber break; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits signs of melting, and minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 55,700 joules and 8 minutes it was observed that "fiber tip melted to cause 2 spotlight". The fiber was exchanged and the second fiber was used to complete the procedure. The tip of the failed fiber was not cleaned during the procedure. Patient outcome: "ok". No harm to the patient reported.